Event description:
It was reported, during an acl reconstruction procedure that the surgeon was reaming into the femur. The surgeon was at the depth of 30m and upon getting to 28mm the reamer broke from the flexible portion to the rigid. The entire flexible portion was stuck in the knee. Once the guide pin was pulled, surgeon was able to use a hemostat thru the medical portal to work the broken section of the flexible reamer from the femur down the tibia tunnel. Everything was removed from the patient. There was a ten minute delay in the case. The surgeon was comfortable with the 28mm depth and completed the acl procedure successfully. Did not open and additional acl devices. Representative was present during the procedure.